Event description:
Cadd ms-3 sn (B)(4) lost programming. We will replace the pump. Patient has back up pump. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigate on? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.